Event description:
Philips received a complaint on the heartstart xl+ device indicating that the defibrillation test failed.

Manufacturer narrative:
The rse evaluated the device remotely. The self-test was requested to be performed which did not reveal any device malfunction, no problem detected, the device meets the specification for the performed service and is returned to use. The device remains at the customer site and no further evaluation is warranted at this time.